Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2018 that they experience overdelivery of insulin from their insulin pump. Blood glucose level at the time of incident was 40 mg/dl and treated with food. Blood glucose level at the time of call was 170 mg/dl. Troubleshooting occurred and source of issue is still uncertain. Automode feature was enabled and in use at the time of the incident. Product will not be returned for analysis.